Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with elevated pump power and was started on a heparin intravenously (through IV). The patient's historical log file data submitted to the manufacturer for analysis showed multiple pulsatility index (pi) events with speed changes, transient increases in power, low speed and pump stop events. An echo performed by the hospital showed the aortic valve opening with every beat and an abnormal growth was noted near the inflow conduit. The patient reportedly was having trouble maintaining appropriate hemoglobin and hematocrit levels and the lactate dehydrogenase (ldh) levels were increasing. The issues did not resolve with the administration of integrilin, power continued to elevate and the patient was noted to have dark urine. The hospital made a decision to exchange the lvad with another lvad. Additional information provided to the manufacturer indicated that the patient had an ongoing blood infection and anticoagulation was recently discontinued in order to have the pacemaker leads removed (believed to be a potential source of infection). Anticoagulation medication was re-started post the removal of the pacemaker leads.

Manufacturer narrative:
The patient was discharged home and continues on lvad support with no further issue reported. The manufacture is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.